Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. Although requested, the battery pack has not been returned and the cause of the complaint is not known.